Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and all cubies were failed. A field service engineer (fse) identified that the half height (hh) drawer 3.1 and 3.2 pockets were not detected on bus. The fse replaced faulty power management controller (pmc) board and drawer boards 3.1 and 3.2. Then ran hardware test application (hta) on both drawers and it was tested ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.1 and all cubies were failed. The customer reported that the malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.